Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. Access was obtained and good marking confirmed. When deploying the device, the posterior needle stalled 1/4" into the barrel. The anterior needle struck the barrel and deflected into the subcutaneous tissue. Needle back down was attempted and was unsuccessful. The ring handle backed down but the needles dislodged from the needle holder. The cardiologist attempted to retrieve the needles through the "dermatotmy" using a hemostat. He inserted the hemostat and clasped the marker port section of the needle guide instead of a needle, causing the device to fracture. The barrel separated from the sheath. The cardiologist removed the two needles and the device. He inserted a 7f sheath and closure was achieved using manual compression. The pt recovered without further incident.